Event description:
A facility reported two missing parts (female luer lock and luer lock connector cap) in the kit (eds3 clear vent cath). Without these parts, catheter could not be connected to monitoring or to system to collect csf. The procedure was completed with a replacement product. No patient injury reported; however, the event led to more than one hour surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 complaint sample was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The evd catheter was returned for evaluation: - failure analysis - the device was returned in open box, but unopened pouch. The device was checked with the packaging drawing all parts correct. The complaint is unconfirmed. Root cause - the root cause is due to user's error, not opening the pouch to find all parts are correct, or maybe wrong device taken from hospital stock.